Event description:
Reporter alleged the customer obtained the results of below 80 mg/dl and about 335 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that at another time, the customer obtained a result of 290 mg/dl on the same advantage system compared back to back within 10 minutes of a 100 mg/dl result from a lab system where the same drawn blood was used for both tests. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that they no longer have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.